Event description:
It was reported when using the bd pyxis¿ es server, items did not pass from pyxis es to cce when using the resend messages feature from the pyxis es web page. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that some items did not pass from pyxis es to cce when using the resend messages feature from the pyxis es web page. The technical support specialist updated the customer that the inquiry by adt was to get the setting for the message and attached knowledge article to resolve the issue. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.